Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2015-05546. Reference MFR. Report#: 1627487-2015-05548. Reference MFR. Report#: 1627487-2015-05549.